Manufacturer narrative:
Upon further evaluation, service found a leak between the plastic cover and distal end. A leak was observed due to a cut on the rubber cover (a-rubber). Due to fraying of the elevator wire (k-wire), the forceps elevator did not move smoothly. Due to wear of the angle wire, the play of the up/down knob was out of specification. The forceps channel port and grip were shaved. The air/water cylinder and suction cylinder had discoloration. The connecting tube had a wrinkle, the distal end had foreign material/stain, the adhesive around the objective lens was scratched, and corrosion was observed on the lever arm (l-arm). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device was leaking at the distal end. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator. This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: -¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.